Manufacturer narrative:
An investigation was conducted that included a review of the instrument clot curves. All aptt results illustrated well-formed curve formation, with appropriate clotting times detected and no concerning errors or warnings. The conclusion is that the values obtained on the acl top were appropriately determined by the analyzer and the instrument was performing as intended. Note: a review of the instrument service report from the date of the incident indicates the customer's use of washed cuvettes on the instrument, which is not recommended . While the root case cannot be determined, there are many variables that have the potential to influence the result recoveries. These may include, but not limited to, the accuracy of the reconstitution of the reagents and cleaning materials used, the on-board stability of materials used, the use of washed cuvettes, reagent and/or sample handling, and sample integrity all of which could have contributed to the generated findings. Based on the above, there was no indication of an instrument malfunction and no remedial action is needed.

Event description:
Customer reported that their acl top 500 cts reported erroneous aptt patient results using hemosil synthasil. Of the 41 affected patient samples, fifteen to twenty patients were administered unnecessary boluses of heparin due to results being lower than expected. All forty-one samples were subsequently corrected and there were no reported serious adverse events.